Event description:
It was reported that during the farapulse procedure, faradrive steerable sheath clear was selected for use. Air was observed within the sheath, and a leak was noted. The sheath was replaced, and the procedure was completed successfully with another faradrive device. No patient complications occurred, and the patient recovered fully.